Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend three times. Customer's blood glucose was 117 mg/dl and sensor glucose was 50 mg/dl. After troubleshooting, customer was advised to turn off the sensors for 2 to 4 hours. Customer will not be returning the sensors for analysis.